Event description:
Endoluminal stenting. Angio and CT evidence of l carotid being unobstructed; pt also neuro o.k. Three days later l cva (small) followed 1 week later by large l cva. Post-mortem revealed slippage of graft with slippage of sheath both prox do l carotid.